Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause was due to the hard drive being too full. The hard drive was filling up and the warning messages were bypassed by the user. Software was reloaded on the system and presets were restored. The system is fully functional. No parts were replaced or are available for further investigation. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed.reference #(B)(4).

Event description:
The acuson sc2000 system shut down during tee exam and would not restart. There was no injury. Multiple attempts were made for more information on how the exam completed, however no response was recieved by the time of this report.